Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and had an intermittently sticking keypad. The blood glucose reading was 134 mg/dl. After treatment, the most recent blood glucose reading was 124 mg/dl. The customer stated that the keypad issues began with the b and act buttons. No significant events leading to the alarm or keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. No button error alarm noted. Insulin pump received with minor scratches on display window, cracked reservoir tube lip and missing end cap sticker.